Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. The manufacturing and expiration date of the device will be reviewed as part of DHR check. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that a patient was implanted with a tige etoile cimentee t3 on (B)(6) 2002 on the right side. On (B)(6) 2016 the stem was explanted due to breakage.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent total hip replacement on (B)(6) 2002 was revised on (B)(6) 2016 due to the breakage of stem. Review of received data approx 5 pictures of the device and 2 x-rays were received. The pictures show the stem broken on the neck. One of the two x-rays dated (B)(6) 2016 shows the broken stem. The other x-ray undated shows only the femur bone, no implants can be seen. Devices analysis: no product was returned to zimmer biomet for in-depth analysis; review of product documentation: no product documentation was reviewed for investigation: conclusion summary: it was reported that a revision surgery was performed due to a breakage of the stem. The stem was implanted on (B)(6) 2002 and revised on (B)(6) 2016. The stem was in vivio for 14 years 4 months. The affected stem was not returned for investigation. Therefore, no material analysis can be done. The provided pictures and x-rays confirm the breakage which is located in the neck region. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore an exact root cause for the stem breakage after 14 years could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).